Manufacturer narrative:
Patient data was not provided. Section a was left blank. Device details were not provided. Section d4 was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The publication entitled: "making matters worse with impella" states: despite repeated attempts at repositioning, flow rates remained < 1 l/min. Transesophageal echocardiography and thoracic x-ray confirmed that the catheter had bent in, upon itself, and the pigtail had been caught in the outlet following the multiple attempts at repositioning. The catheter migrated toward the descending aorta and urgent removed was decided. An attempt to unscrew the pigtail through femoral manipulation proved unsuccessful. A 7-fr amplatz super-stiff guidewire (boston scientific, united states) was advanced through the impella loop via left radial access, and traction on the catheter from the femoral access successfully disengaged the pigtail from the outlet. Concurrently, a 12 mm × 20 mm en-snare loop (merit medical, united states) was inserted to capture the tip of the pigtail. The guidewire was removed, and traction was applied simultaneously to the impella device and the pigtail tip, which extended the impella and allowed its extraction through its introducer. The impella was removed.